Event description:
Procedure type: open low anterior resection. Patient gender: unknown. Surgeon fired the device but felt that it had not fired correctly. When the gun was removed, it was noted that some staples had formed and some had not. A new instrument was used to complete the procedure. There was no damage done to any tissue and no colostomy/ileostomy was performed. The surgery was not delayed by over 30 minutes as the new device was used right away. No bleeding or need for transfusion was reported. The patient is currently making progress as per normal for this procedure.